Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported anxiety and depression. Later patient representative reported ¿rupture¿, ¿breast implant illness/asia syndrome¿, ¿periprosthetic fluid¿, ¿fatigue¿ and ¿joint pain¿. Capsulectomy was performed. This relates to the left side. Device was explanted.